Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. Initially, the physician used a 1.25 rotablator burr and then pre-dilated the lesion with a maverick monorail 2.5x15mm balloon. The physician then attempted to place a taxus express2 2.75x20mm drug eluting stent to the 95% stenosed lesion located in the left anterior lesion. A maverick 3.0x20mm balloon was used and inflated 3 times at 8-16 atms. The 2.75x20mm taxus stent was re-inserted, but would not cross the lesion. Upon retrieval of the stent delivery system, the stent came off of the balloon. The stent was successfully located and snared in the left main (lm) artery, but was lost again in the iliac artery. The physician was able to locate the stent, but decided against retrieving it. Then multiple dilatations were performed in the lad using a maverick 3.0x15mm balloon and a 3.0x18mm non bsc balloon. A taxus express2 2.75x16mm drug eluting stent was then successfully deployed. Medications used during this procedure include; benadryl, morphine, versed, heparin, aminophyllin, atropine and nitroglycerin. No patient injuries or complications were reported. Patient status post procedure is noted as "ok."